Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 11/10/2019, manufacture date: 11/10/2017.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning. During revision, air was in the system and fluid loss was noted. The patient experienced recurring erectile dysfunction. The system was replaced with a 100 ml conceal reservoir, pump, and 21cmx12mm cylinders. The patient was noted to have no complications.